Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the ring and side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the main printed circuit board (pcb) was out of electrical specification.

Event description:
It was reported the device failed self test at startup but the problem could not be duplicated. The device was returned for test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the pcb failed the battery removal test due to a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.